Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had air leaking. There were no patient harm or adverse event reported as a result of the event.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Functional testing and visual inspection performed. The customer reported complaint was confirmed in that a gas leak was identified during testing. The root cause was due to a tube inside the main unit coming off. The internal tube was reconnected to correct the issue.